Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported they are only able to use the device when the battery is full. This indicates an ac power failure. There was no report of patient involvement.

Event description:
The customer reported they are only able to use the device when the battery is full. This indicates an ac power failure. There was no report of patient involvement.